Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and also they were in emergency room. The customer¿s blood glucose level was 20 mmol/l at the time of the incident. Customer stated the display was not blank less than 30 seconds. Customer stated display did not return after insulin pump restart. Troubleshooting was performed. Customer stated insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. Device uploaded properly using carelink. Device was monitored for 2 days. No blank display noted. Pump error 63 alarmed during self test due to broken trace at pin 6 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device had scratched display window cover, scratched case, stained keypad overlay, pillowing keypad overlay and cracked retainer.